Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number 491570, expiration date 07/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva combo system.

Event description:
Customer received result of 120 mg/dl on the aviva combo system, and a result of 60 mg/dl on the aviva nano system, within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.